Event description:
An endo gia stapler was checked before handing to the surgeon. It opened and closed but when the surgeon tried to fire the stapler, it would not fire. Another stapler was opened and the same thing happened to the second stapler.